Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their pacemaker in backup mode. The patient came into clinic and the device was restored on (B)(6) 2020. The patient was in stable condition and will continue with follow up.